Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd connecta stopcocks connecta plus was found with foreign matter as ¿when opened the package, the lock connector part was dirty.¿ there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd connecta stopcocks connecta plus was found with foreign matter as ¿when opened the package, the lock connector part was dirty.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that before use a bd connecta¿ stopcocks connecta plus was found with foreign matter as ¿when opened the package, the lock connector part was dirty.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7193772 was reviewed, no related abnormalities were found. Material number 394906 for lot 7193772 was manufactured on 07/18/2017 according to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a photograph and a sample were submitted to aid our quality engineer in their investigation. Both the photo and the sample displayed the reported failure mode, a red spot was clearly observed embedded in the luer lock component. The most likely root cause of this foreign material being present in the device is due to an abnormality in the molding process. During the molding process of the stopcock cited in your complaint, vacuum pressure is used to pull the raw material completely into the mold. The red silicon gasket that is used in the tubing of the vacuum pump can be subjected to shards of regrind that can cut into and chip away at the material resulting in the red foreign material observed n the product you received at your facility. As of july 3,2018 the red rubber gasket was removed, eliminating the possibility of reoccurrence of this issue. Investigation conclusion: complaint for further molding investigation.